Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the door latch assembly had loose spring and latch does not spring back. The product issue was observed by bd associate during site visit. There was no patient involvement. Device not in patient use, reported to hospital biomed for repair.